Event description:
It was reported that during a routine supply change the patient was initially unable to twist on a luer connector from one lot, but was able to attach a new luer connector from a different lot; a leaking cartridge was also reported, and the ilet generated change insulin and unable to proceed alerts that led to a dry run and device restart, after which the alerts recurred and a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included interruption of insulin delivery and need to replace the device. Investigation included remote troubleshooting and coordination for device replacement and return. Investigation of this case revealed device performance concerns associated with the luer connector and cartridge components that resulted in inability to attach and alerts preventing therapy continuation. It was concluded, based on previously established findings for similar reports, that the cause was device component failure and associated device operational malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.